Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their one (1) year follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a device related thrombus present on the closure device. The patient was restarted on eliquis in response to this event and has made a full recovery.

Manufacturer narrative:
Event date updated.

Event description:
Heal laa study. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their one (1) year follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a device related thrombus present on the closure device. The patient was restarted on eliquis in response to this event and has made a full recovery.